Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) implanted with an impella cp device for mechanical circulatory support (mcs) experienced access site bleeding. The impella cp was implanted without incident, and the pci was completed. The pump weaned at end of case and removed. Perclose sutures failed resulting in a bleed from the access site. Manual pressure was held, protamine was given, and femostop was placed. The patient was noted to be in "good" condition following the event, transferred to the unit for recovery.